Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket fell into the pt. The gasket was retrieved from the pt and a new trocar was used to complete the case. 6/29/98 message from affiliate, the 2nd device also had gasket dislodge into pt.